Event description:
Guidant received information that during an implant procedure, the ventricular lead was inserted into the header of the device, however, the setscrew was stuck and would not move to complete the connection with the ventricular lead. The physician was using a torque wrench from another manufacturer. The device was explanted and a new device was successfully implanted with a guidant torque wrench.

Manufacturer narrative:
Upon receipt at guidant's reliability assurance laboratory, visual inspection observed that both setscrews were in the up position and a wrench tip was broken off in the distal setscrew hex slot. Microscopic visual inspection noted that the wrench tip was broken off during loosening (counter clock-wise direction) of the setscrews. No other irregularities were noted. The device paced and sensed normally during testing, fully meeting electrical specification. Past experience has determined that a setscrew malfunction can occur if a wrench other than the recommended guidant model is used, as a competitor's ratcheting mechanism may be calibrated to a different level. Our company recommends use of a wrench for all troubleshooting/lead repositioning work, as well as for primary implants.